Event description:
It was reported that during a cardiac ablation procedure, the array became stuck and a knot formed while a guidewire was being inserted into the left inferior pulmonary vein (lipv). Due to the knot formation, the catheter could not be retracted into the sheath. By rotating the sheath counterclockwise, the knot was loosened and the catheter was successfully retracted into the sheath. The sheath was then removed, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.